Event description:
Patient's mother reported defective pump 'error code 20 call provider or manufacturer for assistance with medical equipment'. She has already mixed the medication cassette and doesn't want to throw it out as it is expensive. Pt's mother stated pump stopped working during hooking up naglazyme. Troubleshooting completed including replacing batteries, turning pump off and on and even replacing the tubing but the pump continues to alarm. Pt's mom does not have gravity tubing and has never been trained to infuse via gravity. Pump and dose will be replaced. Gravity supplies will also be sent as pt's mother would like a home health nurse to come into the home to teach gravity in case this happens again. No further information provided. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. If yes, was the patient able to successfully continue their infusion? Unknown. What is the outcome of the event? Resolved.